Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming error code 1270. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Zip code: corrected. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device microprocessor board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device circuit board was replaced and the device passed all testing.